Manufacturer narrative:
(B)(4).

Event description:
It was reported that stimulation had turned off several times since the pt had two devices implanted 4 inches apart. It was determined that stimulation was turning off because of the neurostimulators' close proximity to each other. It was unclear if the pt still had both neurostimulators implanted at the time of this report. Add'l info has been requested but was not available as of the date of this report. Refer to MFR report #3004209178-2011-05595.